Manufacturer narrative:
Images were provided to gore and showed the following: four time-points available for evaluation: pre-implantation cta dated (B)(6) 2015, post-implantation cta¿s dated (B)(6) 2015, (B)(6) 2015 and (B)(6) 2016. Pre-implantation cta dated 2/20/2015 appears to show: aortic diameter just distal to the right renal artery appears to be 29.3mm. Aortic diameter ~8mm distal to the right renal appears to be 30.6mm. Aortic diameter 15mm distal to the right renal appears to be 29.8mm. There appears to be significant thrombus throughout the abdominal aorta and common iliac arteries. There appears to be 26mm of abdominal aorta, distal to the right renal artery, with diameters =32mm. Post-implantation cta on (B)(6) 2015 appears to show: the length from the right renal artery to the proximal device to be ~1.6mm. Aortic diameter just distal to the right renal appears to be 23.0mm. Aortic diameter ~8mm distal to the right renal appears to be 23.1mm. There appears to be some thrombus at this level. Aortic diameter, within the device, 15mm distal to the right renal appears to be 25.3mm post-implantation cta on (B)(6) 2015 appears to show: the length from the right renal artery to the proximal device to be ~4.1mm. There appears to be more organized thrombus at the level just distal to the right renal artery. Aortic diameter just distal to the right renal artery appears to be 27.6mm. Aortic diameter ~8mm distal to the right renal appears to be 23.3mm. Aortic diameter, within the device, 15mm distal to the right renal appears to be 25.0mm. Post-implantation cta on (B)(6) 2016 appears to show: the length from the right renal artery to the proximal device to be ~6.7mm. There appears to be ~5mm of distal device migration in approximately one year. Aortic diameter just distal to the right renal appears to be 30.6mm. Aortic diameter ~8mm distal to the right renal appears to be 30.3mm. Aortic diameter, within the device, 15mm distal to the right renal appears to be 25.9mm. Comparison axial images appear to show maximum diameters to be: (B)(6) 2015 - 62.5mm x 85.9mm; (B)(6) 2015 - 65.3mm x 88.1mm.; (B)(6) 2015 - 63.5mm x 85.6mm; (B)(6) 2016 - 64.1mm x 84.3mm. Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: component migration, endoleak, aneurysm enlargement, surgical conversion a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, this patient underwent open aortoiliac aortic aneurysm treatment for a proximal type I endoleak, migration of the graft and rapid enlargement of the aneurysm. Aortic reconstruction was performed using a 22x11 bifurcated dacron graft which was sewn to the common iliac limbs of the proximal endovascular graft which was explanted in it's entirety. The patient tolerated the procedure.